Manufacturer narrative:
H11: correction to the become aware date & date received by mfg.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an overvoltage protection (ovp) fault. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The biomedical engineer (bme) determined that the power management (pm) printed circuit board assembly (pbca) needed to be replaced to resolve the ovp fault. This investigation is ongoing.

Manufacturer narrative:
On 03jun2024, a field service engineer (fse) completed a performance verification test (pvt) and the device passed all of the included testing, confirming that the power supply replacement resolved the device ovp issue. The fse confirmed that the device met the manufacturers specifications for service and the device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: on 25apr2024, a field service engineer (fse) went to the customer site and attempted to resolve the device power issue by replacing the motor controller (mc) printed circuit board assembly (pbca). The power issue was not resolved following the mc pcba replacement. The fse stated in a good faith effort (gfe) response received on 09may2024 that the power supply was replaced and seemed to have resolved the issue. Resolution confirmation is pending successful completion of a testing and verification report. The investigation is ongoing.